Event description:
It was reported that during a ptca/stent procedure in a mid lad lesion with calcium and tortuosity, after pre-dilatation with a balloon catheter, an attempt was made to cross the lesion with the stent delivery system. During this attempt, the stent separated in the proximal portion of the lesion. The stent was retrieved successfully. There was no pt injury reported.